Event description:
It was reported that this right ventricular (rv) lead has insulation issues. The lead exhibited high capture thresholds and a lead safety switch (lss) due to low out of range pacing impedance as a result. Additionally, the lead exhibited oversensing of noisy signals. It was also noted that the ventricular sense events increased significantly. The lead was reprogrammed and remains in use. A follow-up was scheduled for the patient. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).